Manufacturer narrative:
An investigation was performed: the complaint was reported as the gantry started moving on its own. Additionally, the system was showing a crm error code for center switch disabled. The fe was dispatched to the site and found the rotary switch needed to be adjusted so it could move freely. The fe adjusted the rotary switch to resolve the issue. No patient or user injury was reported. A review of the device history showed this issue has not recurred since the rotary switch was adjusted. Investigation methods and findings: initial evaluation: the rotary switch was not replaced therefore no part was returned for investigation. Investigation methods and findings: the rotary switch was 155 days old at time of adjustment. Further investigation could not be performed as no part was replaced. Cause/root cause: based on a review of the complaint, the probable cause of the uncommanded movement is due to the rotary switch being stuck. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: this investigation will be closed, and no further investigation is required. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: there was one discrepancy noted in the DHR however it was not related to the rotary switch. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. System product code: 3dm-sys-std serial number: (B)(6) system manufacture date: 5/31/2023 system installation date: 8/29/2023 unique device identified (UDI): (B)(4).

Event description:
It was reported that on january 31st the gantry started moving on its own. No switches were pressed and an error was displayed. A field engineer examined the equipment and it was determined that the switch behind the array needed adjustment. The switch was adjusted and verified that the system met the manufacturer´s specification's. No patient or staff injury reported.